Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) device received five device shocks while walking down their driveway. The patients wife called 911 and the patient was admitted to the hospital. A device interrogation was performed in the emergency room, and it was determined that the device shocks were provided due to the patients atrial fibrillation rhythm. This is inappropriate device shock therapy. The patient indicated they had not had atrial fibrillation before. The crt-d device was noted to have three months of longevity remaining. Boston scientific technical services (ts) provided guidance to the patient to review with their physician to determine when the device needs to be replaced. The device remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.